Event description:
The customer stated a patient generated a high reactive s/co of >180 on the axsym hbsag assay but did not confirm on the axsym hbsag confirmatory assay. The customer questioned the confirmatory result as this patient has confirmed positive in the past. The following day, the sample was retested on the axsym hbsag confirmatory assay and confirmed positive. The customer stated in the last 2 months, they had two other patients that generated high reactive s/co values on the axsym hbsag assay that did not confirm on the first run of the hbsag confirmatory assay but confirmed positive upon repeat. No impact to patient management was reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The meia lamp had been in use for 1 1/2 years, since the axsym had been installed. The last meia verification was performed on (B)(6) 2009 with a lamp current of 16.2. The customer replaced the meia lamp to resolve the discrepant result issue. The customer noted they have had no more incidents of (B)(6) patient results not confirming, since they replaced the meia lamp. The axsym system operation manual contains adequate information on the probable causes and corrective actions for discrepant results. The corrective actions listed include meia optics performance. The manual also contains adequate information for performing meia verifications to ensure the reproducibility and accuracy of the meia optical assembly. The (B)(6) confirmatory package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal instrument performance. The insert also notes (B)(6) reactivity should be correlated with patient history and the presence of (B)(6) markers for diagnostic purposes. A service history review found no additional incidents of axsym (B)(4) generating discrepant results have been documented since the customer replaced the meia lamp. A review of quality metrics and customer complaints did not identify any adverse trends for the issue being evaluated. The most probable cause of the discrepant patient result was the malfunction of the meia lamp. The actual cause of the suspect patient result could not be determined with the information available. Based on the available information and this evaluation, no deficiency was identified for the meia lamp list no. (B)(4) related to the issue under evaluation.